Manufacturer narrative:
Terumo is still investigating this issue and will be submitting a follow-up report when more information becomes available. For this reason, terumo references evaluation codes. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass procedure that both sides of the shunt sensor were leaking badly.